Manufacturer narrative:
B5: updated with new information received. H6: updated codes based on review of new information received. A0512 removed as there was no movement during deployment; additional relevant codes added based on clarification of the issue. Product analysis #(B)(4): ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ drawing(s) referenced: n/a ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. The pushwire was not returned. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were found open and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer's report of "movement during deployment" was not confirmed. The root cause could not be determined. Possible causes include vasospasm and a high-force delivery. The returned braid was found to be frayed. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the access vessel diameter was unknown/unavailable. During deployment, no obvious abnormal movement was observed before the pipeline flex device was completely detached. After the stent became kinked, the operator attempted to retrieve and redeploy it in order to open the stent, but it still could not be opened after adjustment. No issue was observed after the phenom 27 microcatheter was inspected.

Event description:
Additional information received. The procedure was completed by replacing and implanting a new flow-diverting stent in the intended position. The cause of the dislodgment was not determined. Only one pipeline device was used when movement occurred, and there was no friction or difficulty during delivery or positioning. It is unknown whether the device jumped during deployment, but the tip of the catheter was not moved during deployment. No additional intervention, such as snare retrieval or further stent implantation, was required.

Manufacturer narrative:
Updated b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the dense mesh stent dislodged. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for flow diversion implantation of a saccular, unruptured intracranial aneurysm. It was noted the patient's vessel tortuosity was normal. Access vessel was the femoral artery puncture with a normal vessel diameter. Dapt (dual antiplatelet treatment) was administered. Pru level (p2y12 reaction unit) was normal. The angiographic result post procedure showed the blood vessels were normal.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. The pushwire was not returned. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were found open and frayed. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer's report of "device opens prematurely" was confirmed, as the pipeline flex braid was found detached from the pushwire. The distal and proximal ends of the braid were found open and frayed. The root cause could not be determined. Possible causes of the device opening prematurely include resistance during delivery, excessive force during delivery, over-manipulation, or rotating or pulling back the pushwire during delivery. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. The customer report of ¿movement during deployment¿ was not confirmed. The root cause could not be determined. Possible causes of movement during deployment include vasospasm, vessel tortuosity, catheter kickback, and incorrect braid sizing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified the pushwire had been withdrawn and stent retrieval was performed.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.